Manufacturer narrative:
D2b: additional pro code (product code): lit. G4: additional premarket / 510(k): k162350.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During second inflation at 6 atmospheres for 3 seconds, the balloon ruptured in a pinhole form at the distal, near the tip. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.